Event description:
On (B)(6) 2011, a female pt underwent aaa repair. The pt's proximal neck was strongly tortuous and the aaa was 59 mm x 58 mm. The procedure consisted of placement of a main body and two iliac leg grafts. Occurrence of endoleaks was not reported at a follow-up (date unk), the physician confirmed the aaa became larger to 69 m x 64 mm. On (B)(6) 2011, the pt became hospitalized for additional procedure, and the physician confirmed the aaa was ruptured due to proximal type I endoleak. The artificial vessel is implanted by open surgery. The pt survived but the condition is unk as not provided by the reporter.

Manufacturer narrative:
(B)(4) - ruptures are labeled in the IFU, endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Based on the provided info, the proximal neck was extremely tortuous. Without imaging or anatomical determinants it is difficult to determine if the pt was suitable for evar. The pt presented emergently 30 days post repair with ruptured aaa. By report, pt anatomy and anatomical changes after repair resulted in a type la endoleak that eventually resulted in rupture at this time there is no indication that a design or process included failure of the device resulted in the reported endoleak. The pt tolerated open repair, but the condition of the pt after was not reported. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will be remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.